Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the down arrow keypad button required multiple hard button presses to elicit a response. It was reported that the up arrow and down arrow button symbols were worn off. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a dry cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses with increased force to activate a response. The up arrow and ok buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and the down key was found to be misaligned.